Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that, while on a spectrum iq pump infused faster during programming/setup. There was no report of patient injury or medical intervention associated with this event. No additional information is available.